Manufacturer narrative:
Device evaluation: one smiths medical cadd legacy plus pump was returned for analysis. Event log history was performed and indicated that 1871 error code was recorded in history. During analysis, the customer's reported problem was able to be confirmed. The pump was found to be displaying "1871" error code alarm message when it was primed during investigation. Debris was found caught between the motor gears and was noted to be the cause of the reported issue. Service removed debris, solving the reported issue. Based on the evidence, the complaint was confirmed, and the problem source of the reported event is unknown.

Event description:
Information was received that the cadd legacy plus pump displayed error 1871. There was no adverse events reported.